Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead (ra) exhibited failure to capture. The ra lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture on the right atrial lead was not confirmed. A complete lead was returned in one piece. X-ray examination showed an over torqued inner coil at the connector region, consistent with procedure damage. Visual and electrical analysis were normal with no anomalies found.